Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that during the course of the lvad implantation, the handle from the apical coring knife became separated unbeknownst to surgical team, and was not accounted for prior to closing the pt's chest. A chest x-ray was taken post-op which revealed an artifact that was determined to be the handle of the apical coring knife. The pt was returned to the operating room where the handle was retrieved from the thoracic cavity.

Manufacturer narrative:
The MFR is attempting to acquire the device for further investigation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.